Manufacturer narrative:
As reported, 3dmax mesh contracted on itself in groin. The information provided is limited. Based on the information available, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, post inguinal hernia repair surgery, the 3dmax mesh contracted on itself in patient's groin.